Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was in use on patient, but there was no patient harm.